Manufacturer narrative:
The case states that the facility switched opa high level disinfectant chemistry in a refurbished cer automated endoscope reprocessor from cidex opa to rapicide opa . During the change period, machine handlers/operators experienced respiratory exposure symptoms such as eyes stinging, throat hurting, and coughing. It was reported that the cer machine was bought from a non-authorized distributor; therefore, the machine was not refurbished or manufactured to the medivators specifications. There was no serial number information given for traceability of service record from medivators. It is unknown if appropriate training on machine settings and operation were ever provided to the staff members. Cidex opa and rapicide opa are very similar chemistries, so these symptoms as a result of switching are unusual. The facility manager reported that they immediately switched back to cidex opa and the exposure symptoms subsided. They are no longer using rapicide opa chemistry. It was also reported that staff members are now all doing fine. This complaint will continue to be maintained within medivators complaint system.

Event description:
The case states that facility switched opa chemistries from cidex opa to rapicide opa and staff members experienced respiratory exposure symptoms.